Event description:
Related manufacturer reference number: 2017865-2020-04791. New information noted that oversensing episodes continued. Alert was given due to post sensed t-wave oversensing. Decrease in sensitivity of the right ventricular lead was also observed. Programming changes were made. No further episodes have been observed. Patient would be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited multiple right ventricular over-sensing episodes due to myopotential over-sensing and t-wave over-sensing. Programming changes were made. However, t-wave over-sensing still occurred. Programming changes were made a second time. This led the device to under-sense r-waves. Programming changes were made a third time. The device was still over-sensing t-waves, but it was not over-sensing myopotentials. Programming changes were made a fourth time. The patient was stable and will continue to be monitored.